Event description:
It was reported that the pt heard static and a pop, then he was without sound. Replacing components of the system did not restore sound. In 2008, the pt attended the clinic and was seen by his audiologist. All components of the processor were exchanged, but the pt still had no access to sound. Testing carried out confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.